Manufacturer narrative:
The reported filter leak was not confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the product a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot# 929095h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found.

Event description:
The date of the event is unknown. The event involved a report of a leaking plum oncology set during chemotherapy. There was no reported patient harm.